Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple non-sustained vt episodes were observed through merlin.net transmission. Lead noise was noted. Possible metal-to-metal contact indicating lead damage was suspected. Patient received s-ICD system so the leads were deactivated and remained implanted. Patient was fine and was discharged home.